Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 on patient's behalf to report no audio output on (B)(6) 2014. No medical intervention or injuries were reported.